Manufacturer narrative:
Initial reporter zip code: (B)(6).

Event description:
It was reported that a vessel perforation occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified superficial femoral artery (sfa). A 1.85mm jetstream sc catheter was selected for the endovascular therapy procedure to treat the peripheral artery disease. After passing the guidewire through, intravascular ultrasound was performed to check the characteristics of the lesion. During that time, a part of the guidewire passed through the tunica media of the blood vessel, and it was not noticed. It was thought that the jetstream that was operated at the same part cut through it, which led to the perforation of the blood vessel. In addition, contrast imaging for confirmation was performed after jetstream cutting leaving the chronic total occlusion (cto) distal cap. It is also possible that the intravascular pressure increased when flushing vigorously for the contrast imaging, which supported the perforation of the blood vessel. The jetstream was removed normally, and a non-boston scientific stent was placed in the perforated vessel. Complete hemostasis was confirmed, and bailout was performed to complete the procedure. There were no other complications reported.